Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose levels. The customer states their levels have fluctuated from as low as 61mg/dl, to as high as 492mg/dl. The customer states they treated for the highs. The customer states their doctor was trying to adjust the settings. The customer was advised to contact the help line if further assistance was needed with pump settings.